Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was taken out and replaced into the abdomen during a laparoscopic gastric sleeve, the cannula broke. They opened and used another trocar to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted the distal end of the expandable sleeve was frayed. The distal end of the trocar was gouged. The trocar, circular and duckbill seals appeared intact. The versalseal plus 5mm-12mm seal and flip top converter were not received. The device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouged cannula tip may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.